Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking and/or being damaged. Directions for use (B)(4) - corkscrew, pushlock, and swivelock suture anchors. G. Precautions 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The complaint is confirmed based on the customer's attached picture, which shows the outside-molded shaft tip appears bent, indicating implant resistance; additionally, the anchor threads were warped and bent.

Event description:
On 10/14/2025, a sales representative reported via phone that an ar-1593-p secondary fixation with peek swivelock anchor implant system experienced an issue during use. The 4.75 mm swivelock peek anchor stopped threading, advancing approximately one-third to halfway through insertion, and began crushing. No pieces broke off into the patient. The procedure was completed using a replacement 4.75 mm swivelock anchor. The delay was less than 15 minutes, and no additional anesthesia was administered. This issue occurred during an acl procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.